Event description:
Related manufacturer reference number: 3006705815-2023-06632. It was reported that the patient was experiencing uncomfortable stimulation and the system was unable to enter MRI mode as one of the patient's leads was exhibiting high impedances and the other lead had migrated. Surgical intervention was undertaken on (B)(6) 2023 in which the leads were explanted and replaced to address the issue. It is unknown which lead was exhibiting high impedances and which lead had migrated.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.